Event description:
The pt was in a car accident on (B) (6) 2009; while she was stopped at a stoplight, her car was hit by another car going 50 mph. The seat belt was right above the ins. Following the accident, the pt experienced a "flutter/bumble bee feeling" under the skin when lying on her side whether the ins was turned on or off. Further info is being requested from the hcp.

Manufacturer narrative:
(B) (4).